Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the bearings on the attachment device were out. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, d10, h6. B5: d10: during subsequent follow-up with the customer, additional information was obtained. The reporter clarified, that the burr device would not stay in the bur guard. Therefore, the burr device has been included in this event. And added as a concomitant medical product. H6: medical device problem code: a device-device incompatibility (a1702) code has also been added to this event, based on the additional information received. D10: concomitant med products and therapy dates: burr device, (B)(6) 2021. D9:, h3:, h6: the actual device has been returned. And is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed. And it was determined, that the initial reported condition of bearings on the attachment device being out was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of color band chipping/fading identified, during service and evaluation was confirmed. The assignable root cause was determined, to be due to maintenance, which is improper maintenance.